Event description:
It was reported that during a gastric bypass procedure, there were malformed clips, they scissored. The issue occurred on the first use. The clips were removed and another like device was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.